Manufacturer narrative:
Medtronic received the following from a journal article entitled; influence of baseline kidney dysfunction on perioperative renal outcomes after endovascular aneurysm repair with suprarenal fixation pujari a, ramos cr, duwayri y, rajani rr, jordan wd jr, crawford rs, benarroch-gampel j. Journal of vascular surgery. 2021 jan;73(1):92-98. Doi: 10.1016/j.jvs.2020.03.062. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms on unknown dates. Stent grafts with supra-renal fixations were compared to stent grafts without supra-renal fixations in terms of their effect on the patients kidney function post-operatively. Patients with normal kidney function or moderate/severe kidney disease were included in the study and underwent evar procedures. The results found that evar's performed with stent grafts with supra-renal fixation systems were associated with more renal complications post-operatively, some of these requiring intervention.